Event description:
It was reported that the patient had cardiac tamponade. It was also reported that the patient developed hypotension the morning post implant and complained of chest pain. It was noted that the patient had a documented trivial pericardial effusion prior to implant. Pericardiocentesis with transthoracic echo guidance was performed. It was also noted that this was considered to be related to the rv (right ventricular) lead and to the implant procedure. The lead remains in use. The patient is part of the block hf (heart failure) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.